Event description:
The device case is cracked. The reporter also stated at blood glucose tests were performed on a pt and result were 493 mg/dl at 8:42 am, 225 mg/dl at 8:45 am, and 437 mg/dl and 8:47 am. It was reported that a lab test was performed and the result was 100 mg/dl. Controls were run and they were in range. No treatment decisions were made based on the device results. A request was made for the return of the suspect device and replacement product was sent.